Event description:
A distributor reported an incident involving a touchscreen that was cracked and rendered unreadable and unresponsive. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.